Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. The erroneous result was not reported outside of the laboratory. The initial troponin t hs result was 240 pg/ml. The sample was repeated and the result was 4.70 pg/ml. The sample was repeated on a different module and the result was 5 pg/ml. A new sample was obtained and the result was 5 pg/ml. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 24519200. The expiration date was not provided. A precision test was performed on (B)(6) 2018 along with a carryover test. No contamination was noticed.

Manufacturer narrative:
No issues were identified during a review of calibration and qc data. Based on the information provided, both a general reagent and instrument issue can be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and found that the pre wash nozzles were bent. The nozzles were replaced and the results from an instrument check were acceptable.